Event description:
It was reported that the right ventricular (rv) lead was explanted due to oversensing, noise, loss of capture, high pacing thresholds, and high pace impedance, with a value greater than 2000 ohms due to lead fracture, which was confirmed through fluoroscopic evaluation. No additional adverse patient effects were reported.